Event description:
Reporter alleged blood glucose measured 258 mg/dl back to back with a result of 40 mg/dl when testing was performed 5-10 minutes apart. Customer stated rechecking 15 minutes later and it was much lower; however, no value was provided but customer self treated with candy and felt better. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.